Event description:
Review of lf dispatch service report reveals customer called, "tech is getting shocked every time she touches equipment".

Manufacturer narrative:
Field service engineer reports that he was unable to duplicate this effect. Verified proper operations. Injector returned to normal service by the customer.